Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage on the electronic assembly and received with currents in specification. No unexpected weak battery. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had moisture exposure. The customer stated it was frosty underneath the insulin pump's screen after they had gone skiing. The customer also reported that the up arrow button was not responding like normal. Customer's blood glucose was 13.2 mmol/l. Customer stated they did not drop or bump their insulin pump. There was also no damage or cracks present on the insulin pump. Customer also reported the numbers were cycling on the manual bolus screen. The customer also reported a weak battery alarm occurring with the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.